Event description:
Since implant, the patient has experienced jerking, shaking, shocking and infections. The patient was also losing weight. The patient wanted the pump removed because of the problems. The patient was at home and said he was in lots of pain. The patient was encouraged to contact his healthcare provider. The medication being delivered via the pump was not reported. Additional information has been requested from the healthcare professional, a follow-up report will be sent if additional information becomes available.